Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The tissue damage appears to be a result of the procedural conditions. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) was inserted and deployed at a3/p3; however, after removing the release pin, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing damage to the posterior leaflet. To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.